Event description:
Info rec'd indicates the electrical leakage reading is too high due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.